Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, they were unable to release the iol from the forceps into the sulcus. The pt experienced damage in the capsular bag and an anterior vitrectomy was required.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product was not returned and not enough info was provided from the account to properly complete an investigation. (B)(4).